Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode. Upon review, it was found that the right ventricular (rv) lead exhibited low impedances out of range. No minute ventilation (mv) oversensing was noted. The ICD system remains in-service. No adverse patient effects were reported.